Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Prior to the report to tandem technical support, the customer was able to successfully charge the pump using an alternate method of insulin therapy. In addition, it was reported that the usb cable broke. The customer was able to charge the pump with an alternate cable.